Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter displays the apply sample message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began a week prior to contacting lfs. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, the patient denied taking any action in response to the alleged meter issue and subsequently a week later (date/time not specified), the patient reportedly developed symptoms of sweating and dizziness. The patient, however, denied receiving any form of treatment after the alleged issue. During troubleshooting, the csr verified the patient was using the correct test strips and the patient was using the subject meter for the first time. The csr noted that the alleged issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.